Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their locked freestyle flash meter changed. The customer observed the low battery icon and an error message. The customer did mistake mg/dl readings for mmol/l readings and increased their insulin dose due to this. The customer did experience some symptoms due to the increase in insulin. There was no medical intervention required. There was no report of death or serious injury.